Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. ¿ granuloma: unable to observe. ¿ necrosis: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and confirmed during surgery. Capsule was sent for histological and immunohistochemically examination which showed ¿fibrinoid necrosis¿ and ¿a chronic non specific granulomatous inflammatory process of the foreign body type.¿ this record is for the right side. Device has been explanted with capsulectomy.

Event description:
Healthcare professional reported, rupture. Diagnosed by ultrasound. And confirmed, during surgery. Capsule was sent for histological and immunohistochemically examination. Which showed, ¿fibrinoid necrosis¿ and ¿a chronic non-specific granulomatous inflammatory process of the foreign body type¿. This record is for the right side. Device has been explanted with capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, necrosis and granuloma.